Event description:
The tip of the light pipe broke off in the pt's eye causing a hematoma on the macula. The pt's status is unknown.

Manufacturer narrative:
Distributor indicated that visual inspection of the light pipe found that needle tip broken near the base just above the welded location. The piece that remained attached to the handpiece had a creased area indicating the needle tip was bent. The edge of the metal that remained after the tip broke away left a ridge or jagged lip protruding. The broken piece was also found to be bent with a jagged lip protruding from the edge of the end that broke off.